Event description:
Please post on web site and office locations. My wife and I had lap bands placed on us the very same day in (B)(6) 2008. (B)(6) was the surgeon. Immediately following my surgery, I was ill. Could not drink water, bloated, pain, and general feeling of illness, dehydration, fever, chills, high heart rate/low blood pressure, high white blood cell count, etc. Within 4 months, I was taken to the emergency room on two occasion. Eventually, (B)(6) removed the port as it was infected and sent me home. About 4 days later, I was back in the emergency room with, sepsis, total renal failure, anemia, dehydration, fistulas, and pneumonia. Under emergency conditions, I received 3 blood transfusions and the lap band was removed by a general surgeon. I was in critical care for 15 days before I could return home. My wife had similar problems at first, and as a result fluid was taken out of her band. In (B)(6) 2010, she began vomiting, couldn't swallow, and very sharp pain in her sides, coupled with dehydration, fever and the same symptoms I had experienced as noted above. After several extensive tests, x-ray, MRI, ultrasound, upper gi's etc, she had an endoscopy procedure. This examination clearly shaws that the lap band installed by (B)(6) had eroded into my wife's stomach. We are currently going through the hospital registration process, to have the lap band removed along with the stomach erosion repair. This procedure is very complicated and dangerous and must be performed. We have opted to use a different surgical team not affiliated with (B)(6). Our message to fellow patients who are experiencing the same symptoms is to seek treatment with a gi doctor and have an endoscopy performed. As a result of my surgeries, my chest and abdomen are scarred and disfigured! We are hoping that my wife's pending removal/repair of erosion procedure can be done laparoscopically resulting in no disfigurement. I write this wishing all lap band patients well, and hope none of you have had the same problems we experienced. I am duty bound, and would be remiss, if I didn't notify all of you fellow patients, and staff of our situation. This is the only method I have to contact you. (B)(6).